Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If additional info becomes available, then it will be submitted in a supplemental report.

Event description:
It was reported that, "pt has leaking wound so doctor decided to do a irrigation and (could not understand) since in there he decided to swasp the head and poly."